Event description:
It was reported that during reprocessing, the bronchovideoscope presented with a broken biopsy channel. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.